Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that prior to implanting it was not possible to interrogate this device. Three different programmers were used with no success. A telemetry wand was moved closer but it was still not possible to interrogate the device. The device was not implanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated. This device was thoroughly inspected and analyzed upon receipt. It was confirmed the device could not be interrogated. The device case was removed to facilitate inspection and testing of the internal components. The battery was measured and exhibited 2.89 volts. It was removed and replaced with an external power source. Testing did not reveal any abnormal current draws. The battery was sent for detailed analysis. Despite detailed testing, no root cause was able to be determined for why this device could not be interrogated.

Event description:
It was reported that prior to implanting it was not possible to interrogate this device. Three different programmers were used with no success. A telemetry wand was moved closer but it was still not possible to interrogate the device. The device was not implanted and was returned. No adverse patient effects were reported.